Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 155 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however insulin pump had moisture damage was found on keypad traces. No sticky button noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.